Event description:
It was reported PICC issue identified at chemo appointment at facility. The dn saw blood sat in the line yesterday, but was able to flush and it bled back without issues. Today, initially appeared blocked, advised patient to turn head to left and cough - PICC subsequently flushed with ease. Bleeding back was sluggish so a further 10mls flushed and this went in easily. IV flush connected via infusion 'plumb IV' pump but immediately showing 'distal occlusion'. Attempt to flush with a syringe again but was sluggish again. 2mls urokinase administered IV with ease (not sluggish) - however, patient immediately complained of stinging about an inch above the securacath on the right. Stinging lasted approx. 3 mins. No obvious swelling / redness noted and no leaking of fluid from the entry site seen. Patient remained well throughout the incident. I was not happy to administer any IV drugs through the line as I was concerned about a split in the line. PICC removed and line noted to have significant split. Patient safety netted to monitor for swelling / pain, advised cool pack and elevation and call if concerned. Reassured that we have not put any vesicants through the line today. On discharge, no sign of swelling / redness / pain. Treatment deferred until after new PICC can be placed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.